Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would not stimulate. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product analysis: the stated reason for return that the generator did not stimulate was unable to be confirmed by analysis. It was noted that the upper case fixation was broken on the inside (and it was indicated that a new upper case and keypad would need to be built) and the battery contacts were contaminated. The device failed an incoming test. Due to a lack of available parts for the repair the device was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.